Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for the reported lot. The reported gripper arm actuation issue was determined to be associated with user technique / procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during preparation of the clip delivery system, the grippers were able to raise but while lowering they were not symmetrical. If this were to reoccur in the anatomy, a gripper actuation issue has the potential to contribute to serious injury. It was reported that during preparation of the clip delivery system (cds), the gripper was damaged while inserting the clip to the clip introducer. After inserting the clip into the clip introducer, the grippers could be raised without issue, but only one gripper arm would lower. The cds was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.